Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens was removed due to lens tear. Lens was removed with no pt injury.

Manufacturer narrative:
(B)(4). Eval results: (other): a lens work order search was performed, and no similar complaint was found within the same work order. (B)(4).